Event description:
Eight years ago, accolade tmzf, trident hemispherical ha cluster and x3 liner were implanted. The cup was found to be loose and migrating upward, so only the cup and head were revised. When the head was removed, black discoloration was observed at the interface between the delta ceramic and the accolade tmzf. The surface of the cup was so smooth that the coating was gone only on the lower part. It seems that the stress was applied to the cups and dispersed to the head and neck. There has been no experience of discoloration due to wear on delta ceramic heads (not a metal head).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Eight years ago, accolade tmzf, trident hemispherical ha cluster and x3 liner were implanted. The cup was found to be loose and migrating upward, so only the cup and head were revised. When the head was removed, black discoloration was observed at the interface between the delta ceramic and the accolade tmzf. The surface of the cup was so smooth that the coating was gone only on the lower part. It seems that the stress was applied to the cups and dispersed to the head and neck. There has been no experience of discoloration due to wear on delta ceramic heads (not a metal head).

Manufacturer narrative:
Reported event: an event regarding wear involving a ceramic head was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that black debris is present on the inner head tapered surface where the stem trunnion would lock. The appearance of the debris is consistent with a corrosion product and material transfer from the stem/biological material. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.